Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was serviced on-site, therefore it will not be returned to the manufacturer. The console was analyzed by a bsc field service engineer (fse) to address the heat exchanger not filling and high pressure issue. The fse confirmed the erratic pressure readings and replaced the I/o tower, pcb and cable which corrected the pressure issue. The fse also adjusted the radio frequency (rf) as it was reading too low. The console then passed all required tests and functioned properly. (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. The prolieve kit was tested prior to the patient entering for the procedure. The prolieve console displayed a high pressure error message and the cartridge would not fill. A second console was tested with the same catheter, but the cartridge was replaced. They were able to fill the cartridge. The patient arrived and the procedure was started; however, the console would not start treatment. At that time the doctor noticed the patient's bladder was full, indicating there was a leak in the catheter. They removed the catheter from the patient. They completely changed out the prolieve kit and set up for the procedure using a second of the same device. They placed the catheter within the patient and filled the cartridge. When they attempted to ramp up the pump they received a high pressure message. There were no leaks from the catheter. They opened a third kit and exchanged out only the cartridge and left the second catheter in place. They received another "pressure too high" message and the pump did not turn on. At that point the case was aborted. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, evaluation of the returned console revealed an MDR-reportable malfunction of rf output test readings low. The MDR is based upon the evaluation results.